Event description:
A (B)(6) advia centaur xp hcv result was obtained on a patient sample during a correlation study. The sample was tested on the laboratory's alternate method and the result was (B)(6). The sample was sent out for riba testing and the result was (B)(6). The sample was then tested on both system and the results were the same ((B)(6) on the advia centaur xp and (B)(6) on the alternate method). Patient treatment was not altered or prescribed. There was not report of adverse health consequences due to the (B)(6) advia centaur anti-hcv result.

Manufacturer narrative:
A siemens representative reviewed the account's history and no issues were found in the time frame of the discordant results. The cause for the (B)(6) advia centaur anti-hcv results compared to the (B)(6) result for the other methods is unknown. The instruction for use (IFU) limitation section states: "a negative test results does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions". "Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturer's assays for specific hcv serologic markers."